Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. The customer was at 175 mg/dl at the hospital and 119 mg/dl on (B)(6) 2017. The customer was given intravenous fluids and glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated that he should have eaten. The customer stated that their blood glucose fluctuates with the seasons and is more sensitive to the insulin than when its cold. The insulin pump will not be returned for analysis.